Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 19lbr460 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "during PICC placement it was noticed that the stylet was fractured when removed; 2cm loss of microwire upon removal, presumed to be in patient as foreign body".

Event description:
It was reported via medwatch "during PICC placement it was noticed that the stylet was fractured when removed; 2cm loss of microwire upon removal, presumed to be in patient as foreign body".